Event description:
Attempted to insert 3 fr peripherally inserted central venous catheter. Inserted into right cephalic vein. Unable to put j wire up vein past 3 inches. Two to three passes made without success. Unable to extract j wire. Resident made incision to remove. Knot found in wire.